Manufacturer narrative:
If add'l info becomes available then it will be submitted in a supplemental report.

Event description:
A pt underwent a surgical procedure of trh on 1999. On (B)(6), 2011 the pt underwent a revision surgery due to the loosening of the acetabular shell. During the surgery the surgeon replaced also the head of the implant with another of a different size.